Event description:
Boston scientific received information that this device was recently checked and was found to be in storage mode. The last device check was performed five years ago as this patient has been non-compliant. There have been no interventions performed. There were no adverse patient effects. This device remains in service. Additional information was received indicating this device still remains in service. The boston scientific local representative did not have any additional information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.